Event description:
It was reported in 2009, the patient had the pump replaced and gone up from 600 mcg/day in dose to 2000 mcg/day in dose. The patient had wanted a 40 cc pump but, received a 20 cc. A catheter revision was done due to a small amount of pooling at the pump site seen during a dye study. After the revision, the hcp noted good aspiration and good intrathecal flow. The patient was ok, 3-4 hours post-operatively. The same night, however, the patient returned to the hospital with hypotension and a fever. The hcp indicated it may have been withdrawal. Shortly after, the patient also experienced spasticity. The dose rate was cut from 1100 mcg/ml to 600 mcg/ml after catheter revision and the patient's dose was back up to normal since the event post operative. The correct programming was used. Patient is currently on flex mode 195 mcg four times a day and 9.8 mcg/hr basal. The patient did not receive a bolus; rather the hcp increased his daily dose and also prescribed supplemental oral baclofen. The symptoms appeared to be resolving and the patient's blood pressure was increasing. Additional diagnostic testing including a second dye study was being considered. The drug in the pump was baclofen.

Manufacturer narrative:
Other = no information.